Manufacturer narrative:
Pump received with all buttons responding properly. No damage moisture on keypad assembly. No unlocked j2/lcd keypad connector. Pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, there is no data available on ( 05-dec-2024 ), unable to perform data analysis for no delivery/occlusion alarm and button error alarm complaint. The following were noted during visual inspection: minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained keypad overlay, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly pump passed require testing. No unexpected no delivery/occlusion alarm. No button error alarm during testing. Not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unexplained no delivery alerts, the screen has scratches making it hard to read, buttons are worn out, and has to press more than once to get the pump to respond. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, and mmt-723nas. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-397a. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-723nas. The customer will discontinue using the device, and the customer response was that the device will be returned.